Event description:
Physician reported capsular contracture baker grade iii. Also reported, rupture and double capsule diagnosed at explant surgery. The device was explanted.

Manufacturer narrative:
Continued from initial reporter: phone (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, and double capsule.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified a device with opening, red particles in the surface of the shell, red biological tissue next to the shell. The device is labeled right side. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode."

Event description:
Physician reported right side capsular contracture baker grade iii. Also reported, rupture and double capsule diagnosed at explant surgery. The device was explanted.